Manufacturer narrative:
Per initial reporter, the hospital refused to report patient information.

Event description:
The entire probe shaft frosted during pretest at first use. The patient was not under anesthesia.

Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue of shaft frosting and determined the cause to be vacuum sleeve failure